Event description:
An infusion pump with failure code 2j during testing. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact information was provided.